Event description:
Surgical tech [redacted] was scrubbed in with dr [redacted] for an open inguinal hernia when she noticed that a 3-0 vicryl suture pack opened for her had 2 sutures in 1 pack. This 3-0 vicryl suture pack ref# j 416 usually comes with 1 suture in a pack. Due to staff's attention to detail, the extra suture was recognized as soon as it was delivered to the sterile field. If this needle was unaccounted for, it would have resulted in an incorrect count and a possible unnecessary x-ray exposure for the patient. An unaccounted extra needle in the sterile field also puts the patient at a high risk for retained foreign object. Manufacturer response for suture, 3-0 vicryl suture pack (per site reporter). Clinical site corresponded directly with mfg rep.